Event description:
The user received questionable results for multiple assays on the cobas b221 blood gas analyzer. User provided results for 4 patient samples. Repeat testing was not provided for one of these patient samples. Three patient samples were discrepant for sodium (na+), potassium (k+), calcium (ca²+), ph, pc02, p02, total hb (thb), hematrocrit (hct), glucose (glu) and lactate (lac). Patient sample 1, the initial na+ was 127.2 mmol/l; the repeat result was 133.1 mmol/l. The initial k+ result was 12.51 mmol/l; the repeat result was 6.04 mmol/l. The initial ca result was 0.958 mmol/l; the repeat result was 1.166 mmol/l. Additional results were provided for this patient; it is unclear if these results were repeats from the original sample or from a different sample. Results provided were run on a different cobas 221 analyzer, serial number (B)(4), which yielded a na+ result of 132.9 mmol/l, k+ result of 5.43 mmol/l and a ca²+ result of 1.204 mmol/l. Patient sample 2, the initial ph result was 7.424; the repeat result was 7.769. The initial pc02 result was 4.61 kpa; the repeat result was 1.82 kpa. The initial p02 result was 36.61 kpa; the repeat result was 35.19 kpa. The initial k+ result was 3.92 mmol/l; the repeat result was 11.01 mmol/l. The initial ca²+ result was 1.088 mmol/l the repeat result was 0.702 mmol/l. The initial thb result was 112.0 g/l; the repeat result was 88.4 g/l. The initial hct result was 33.6 %; the repeat result was 25.5 %. Additional results were provided for this patient; it is unclear if these results were repeats from the original sample or from a different sample. Results provided yielded a ph result was 7.426, the repeat result was 7.574. The initial pc02 result was 4.59 kpa; the repeat result was 1.84 kpa. The initial p02 result was 29.20 kpa, the repeat result was 15.13 kpa. The initial k+ result was 4.08 mmol/l; the repeat result was 13.48 mmol/l. The initial ca²+ result was 1.203 mmol/l; the repeat result was 0.672 mmol/l. The initial thb result was 119.8 g/l; the repeat result was 87.9 g/l. The initial hct result was 35.9 %; the repeat result was 25.2 %. The initial glu result was 6.5 mmol/l; the repeat result was 29.3 mmol/l. Patient sample 3, the initial k+ result was 8.02 mmol/l; the repeat result was 4.47 mmol/l. The initial ca²+ result was 1.058 mmol/l; the repeat result was 1.167 mmol/l. The initial hct result was 37.2 %; the repeat result was 42.2 %. The initial lac result was 0.9 mmol/l; the repeat result was 1.2 mmol/l. No adverse events have been reported regarding this event. The electrode lot numbers and reagent lot numbers were not provided.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Investigation of log files from the analyzer revealed the analyzer, as well as the involved electrode, performed within specification. Quality controls were within specific ranges for all 3 levels. It was noted the aspiration setting on the analyzer was switched from "manual" to "automatic", and no further events have been observed by the customer. No adverse events were reported.